Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation procedure, the physician had difficulty fitting the lead in place. The physician tried to apply a ligature to the suture sleeve but the sleeve broke thus damaging the lead insulation. The lead had to be cut off and the sheath was covered. The lead was taken out and another lead was implanted instead. There were no adverse consequences to the patient before, during, and after the event.

Manufacturer narrative:
The field reports of damaged suture sleeve and lead insulation were confirmed. A complete lead was returned in two segments. The inner and outer coils were found to be damaged at the suture sleeve tie 38.2 cm from the distal tip. The damage found was sustained during the surgical procedure.